Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the thumb screw and its attached pin were broken/dissembled from the arthrex univers revers¿ stem/cup inserter impactor. Broken parts were not returned. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage turned or screwed in.

Event description:
On 01/02/2024, it was reported by a sales representative via (B)(4) that an ar-9511-2 extractor fastener broke during extraction. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.